Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited a high out of range pace impedance measurement leading to a lead safety switch, despite the device programmed to pacing and sensing in the atrium. Several episodes were recorded with myopotential noise since device switched to unipolar. This pacemaker was then programmed to turn off the rv lead daily measurements as the rv lead will no longer be used. No adverse patient effects were reported.